Manufacturer narrative:
One used e1450 electrode was received, and an evaluation of the sample could not confirm a device issue. Visual inspection found part of the coating to have worn away and the electrode tip was slightly charred. Both of these observed conditions occur with usual activation of the device and are not defects. The electrode showed no signs of heat damage. Simulated use of the device confirmed that it functioned normally and within specifications. No flame or abnormal effects occurred. The instructions for use included with this device cautions users that sparking and heat are associated with electrosurgery and can be an ignition source. Measures in order to prevent any fire hazards are also provided.

Event description:
The customer reported that during a procedure, a flame occurred when the electrode tip came into contact with tissue and was activated. No patient injury resulted from the issue, and a new device was used to continue the procedure.